Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found four legs damaged, minor scratches, dents and dings on the covers. Software version 1.1 was found. Further evaluation of the device could not be performed and the reported problem could not be confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the fault light was on for the cyber-wand and the connector was noted damaged. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed because the device is a 2014 OEM device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, this is a known phenomenon likely a result from twisting or enforcing the components causing damage as a result. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿do not twist or turn transducer or foot switch plugs when connecting to the generator ¿ equipment damage may result." Olympus will continue to monitor the field performance of this device.